Event description:
Customer alleged blood glucose results of 300 mg/dl and 103 mg/dl when testing was performed within 10 minutes on the advantage system. Customer did not treat or act on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.